Event description:
According to the reporter: the handle had locked closed before stapling. The device could not be loaded. The instrument could not be fired. A second reload was used to correct the condition.